Event description:
Rep reported that the surgeon implanted the codman microsensor but it somehow dislodged from the parenchyma. The doctor was removing it today and when he pulled it out of the patient's head, the titanium distal tip was missing. Doctor said he did not pull extremely hard when removing the microsensor. Rep understood that they were going to order a CT scan to see if the titanium distal tip was in the patient's head. Device is available for investigation.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the pressure sensor and case are missing. Catheter material stretched and broken. Internal catheter wires exposed and broken. No testing possible. Mfg. Date: 6/8/11. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.